Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power issue. Physio replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently losing power on its own. The customer stated that the reported power issue was occurring with both charged batteries and low batteries. There was no report of any patient use associated with the reported issue.